Manufacturer narrative:
On 6/5/2019 device was received by mentor. On 6/24/2019 device evaluation was completed: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants. Patient states that her right breast implant was very soft and that when she laid down could see the difference in size. Patient states she attributed this to age but wanted to call in to find out any warranty coverage. She has not been diagnosed by a medical professional with a deflation nor is patient experiencing any pain or additional adverse events. She will be seeing the md on the (B)(6). Advised that she may call the md sooner to complete the complaint after implantation. On (B)(6) 2019, physician confirmed bilateral breast implant deflation, and mild ptosis. As a result patient scheduled for mastopexy, and bilateral removal and replacement with mentor saline breast implant on (B)(6) 2019. This report is for the right side.